Event description:
It was reported that pump gave empty cartridge alarm and insulin gauge displayed amount different than expected, even though caller did not believe cartridge was empty and fill estimate remained static at 75 units while insulin was delivered, with customer blood glucose reaching 331 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer gave correction bolus through pump, loaded new cartridge on son¿s pump, delivered 10.2 unit bolus while on phone, and was educated by technical support that alarm and static estimate could occur due to variation in measured pressures, with instruction to call back if additional alarms occurred or pump later showed out of insulin.